Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Image received appeared to show device deformed in cobra shape outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 12mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed in the left atrium, the left disc presented in a cobra deformation. The physician tried maneuvering the wire to make it normal, but the deformation persisted. The device was removed prior to release and replaced with a 14mm amplatzer septal occluder, but a cobra deformation occurred as well. The device was removed and replaced with a 14mm non-abbott device which was successfully implanted. There was no interaction with cardiac structures or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure, but there was a delay without adverse events. The patient has been discharged.

Event description:
It was reported that on (B)(6) 2024, a 12mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed in the left atrium, the left disc presented in a cobra deformation. The physician tried maneuvering the wire to make it normal, but the deformation persisted. The device was removed prior to release and replaced with a 14mm amplatzer septal occluder, but a cobra deformation occurred as well. The device was removed and replaced with a 14mm non-abbott device which was successfully implanted. There was no interaction with cardiac structures or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure, but there was a delay without adverse events. The patient has been discharged.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Image from field appeared to show the occluder device deformed in cobra conformity. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 12mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed in the left atrium, the left disc presented in a cobra deformation. The physician tried maneuvering the wire to make it normal, but the deformation persisted. The device was removed prior to release and replaced with a 14mm amplatzer septal occluder, but a cobra deformation occurred as well. The device was removed and replaced with a 14mm non-abbott device which was successfully implanted. There was no interaction with cardiac structures or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure, but there was a delay without adverse events. The patient has been discharged.